Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s low blood glucose level was 40 mg/dl and 83 mg/dl. The customer was treated with food. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.